Manufacturer narrative:
One device was received for evaluation. Customer complaint of ¿it was reported that the device experienced a latch/lock issue during testing. There was no patient involvement or harm¿ unit would alarm cassette not attached when latch was closed. Visual inspection showed dso seal was cracked. Replaced dso seal. Visual and functional testing was performed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. All functional test of the device passed after repaired.

Event description:
It was reported that the device experienced a latch/lock issue during testing. There was no patient involvement or harm.